Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had started to issue three beeps like every 5 minutes, notification light was not blinking, there was no object near by the pump to cause it beep. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshoot couldn't be completed because the caller hung up phone improperly. The insulin pump is not expected to be returned for analysis.